Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2012 that would have been repo11able under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a st. Jude spinal cord lead. The information received stated that the patient's st. Jude leads were explanted due to a procedure related pocket infection. The explant occurred at (B)(6) hospital on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).